Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv list (B)(4), that has a similar us product distributed in the us, architect anti-hcv, list (B)(4). An evaluation regarding potential false (B)(6) patient results when using architect anti-hcv reagent list number 6c37-20, lot number 01568li00 was completed and the results are as follows: no returns were received for this evaluation. A retained kit of architect anti-hcv reagent, list number 6c37-20, lot number 01568li00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, two sensitivity panels (core only panel (panel a) and ns3 only panel (panel b)) were tested. Panels are internal measurement standards used to test product performance prior to lot release. The sensitivity panel values met specifications and the results were in the typical range and no false (B)(6) results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9041 and hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. The reagent detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panels. As part of this evaluation the complaint records for architect anti-hcv, lot number 01568li00 was reviewed. This review did not identify any problems relating to the customer observation. Based on this evaluation, it is determined that architect anti-hcv, list number 6c37-20, lot number 01568li00, identified in this complaint, is performing acceptably. No product deficiency was identified.

Event description:
The account stated 3 patient samples generated (B)(6) architect anti-hcv results but tested ortho vitros (B)(6) and riba c22 (B)(6). Patient 1 generated architect anti-hcv result = (B)(6) and ortho vitros = (B)(6) (no units of measurement provided). The account recalibrated the same architect anti-hcv reagent and reran the 3 patient specimens with (B)(6) anti-hcv results. No specific patient information was provided. The (B)(6) architect anti-hcv results were not reported outside of the laboratory. No impact to patient management was reported.